Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one shock as inappropriate therapy for a suspected supraventricular tachycardia (svt). Technical services (ts) was consulted and reviewed stored data. Ts discussed the episode and the device programmed settings criteria for therapy delivery, with the episode meeting the programmed criteria. Ts discussed programming options. This device remains in service. No additional adverse patient effects were reported.